Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump received an alarm indicating a watchdog timeout and that it was recurring. The customer's blood glucose level was 6.7 mmol/l at the time of the incident. It was also reported that the alarm was initially received two weeks prior to the call and that the alarm recurred after a new battery was placed and also after it worked following placement in a fridge due to the outside being warm. There was no indication of the issue being resolved during the call. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed self-test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was monitored for 24 hrs and no unexpected audio tone alarms anomalies or error alarms were noted. Unit received with minor scratched display window and case.